Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states it seems he got the unit up and running however it started smoking and 911 had to be called to remove it from the home. Added info: his seat lift was fully extended as the customer was in bed, his girlfriend said she smelled something burning. As she was lowering the seat to get him out of bed, they noticed electrical arching coming from under the shroud cover. They called 911, and the fire department located a severed wire that was arching.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation; however, the complaint of arcing and smoking near the base could neither be confirmed nor refuted due to the damaged condition of the joystick cable. Additionally, the complaint of the seat actuator being burned out could not be confirmed. Per the expanded evaluation report, the joystick bus cable was damaged over a short segment near where the cable passed through the shroud seat post hole. The insulation was deformed, discolored, and partially pulled away. It is possible that the cable could have been compressed between the two switch elements of the magnetic seat actuator switch. However, as the joystick and mounting post were received disassembled from the seat assembly, it could not be determined whether the joystick cable had been properly routed along the armrest and away from the magnetic switch or not. The damaged cable was found to have an intermittent short circuit or open circuit depending on the position that is was manipulated. Because of this, the cable could not be used in functional testing. An undamaged cable was substituted into the chair to allow functional testing of the remainder of the system. In seat adjustment mode, the seat raised and lowered properly, indicating that the seat actuator was not "burned out." In drive mode, the device was initially stuck in slow drive due to the magnetic switch being broken. However, when the broken strip of the magnet was manually placed on the seat base half of the switch to actuate it, the chair was able to drive at full speed.

Event description:
Dealer states it seems he got the unit up and running however it started smoking and 911 had to be called to remove it from the home. Added info: his seat lift was fully extended as the customer was in bed, his girlfriend said she smelled someting burning. As she was lowering the seat to get him out of bed, they noticed electrical arching coming from under the shroud cover. They called 911, and the fire department located a severed wire that was arching.